Event description:
Revision surgery was reported due to infection 2 weeks post-op from a right total hip arthroplasty. Following removal of the operative site staples, he presented to the emergency room with a wound dehiscence and copious serosanguineous drainage requiring return to the operating room for a right hip I & d, with exchange of the polyethylene and the femoral head. (B) (4).